Manufacturer narrative:
(B)(4). The condition of a colleague infusion pump with the "screen guard" issue was confirmed but not reproduced during evaluation. This condition was due to broken/cracked bezel. The bezel was replaced to fix the reported condition. A service history review revealed no previous service events were related to the reported condition. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump which "needed screen guard." It is unknown when this event occurred; however, it occurred in the ER (emergency room). This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.